Event description:
The following has been reported: customer reported power connector error message during procedure/process no adverse events reported. No therapy interruption. This has been assessed to be error 18, which is defined by the technical manual as an ac power presence issue. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.